Manufacturer narrative:
(B)(4). (B)(6). The device was evaluated and the reported event was confirmed through the review of the event history logs. It was determined that the cause of the iipv was false empty detect and use error, inappropriate bypass of the low drain volume alarm, not including I-drain. Homechoice / homechoice pro apd systems patient at-home guide provides instructions on how to bypass a ldv alarm in initial drain. A formal review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred during therapy initiated on (B)(6) 2014 17:16:28. During night drain cycle three, the patient's ultrafiltration reading was 1532ml, indicating the home patient (hp) drained 1532ml more than their maximum programmed fill volume of 2000ml. No additional information is available.